Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.038.000s, lot: 67p4625, manufacturing site: (B)(4), release to warehouse date: september 28, 2020, expire date: september 1, 2030. A manufacturing record evaluation was performed for the finished device (B)(4). Lot: 67p4625 and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral subtrochanteric fracture with the endcap. During the endcap insertion, the surgeon tried to insert the endcap, but he did not seem to be inserting the endcap. The surgeon tried a few times, but the endcap was not inserted completely. Finally, he gave up inserting the endcap completely and he fixed the fracture with the endcap floating 5mm. The surgery was completed successfully with a thirty (30) minute delay. Patient was reported as stable. Concomitant device reported: screwdriver (part number unknown, lot unknown, qty 1), guide wire (part number unknown, lot unknown, qty 1), nails: tfna (part number unknown, lot unknown, quantity 1). This report involves one (1) tfna end cap extens. 0 tan. This is report 1 of 2 for (B)(4).